Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One used sample with open package and one unused sample with open package were provided for evaluation. Samples were visually evaluated, and no defects were observed. The samples were also leak tested with passing results. Based on the results of the sample evaluation, the reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event1: the garden suite chemo unit have raised a complaint with our caresite needlefree connector where there is leakage when infusing at the part which is connected to the cannula. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.